Manufacturer narrative:
The reported device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
A territory manager reported an end user experienced an issue when using a 14cm solero probe. The physician was using a 14cm solero probe for a renal mass ablation in ir. The applicator was tested for 10 seconds at 100 watts with no issues. The unit was set for 6 minutes at 140 watts for the procedure which was performed percutaneously. No adjunct tools were used. The patient was not big and there was not bending or torquing on the probe when placed, however, during first ablation, the tip broke off. It was also noted that there was leakage of fluid near the hub of the probe after removing the probe. Tip was not retrieved but a new solero probe was used and completed successfully without incident. This did double the time of the case for a total of 30 minutes. The patient did not experience any adverse effects or harm because of this incident. Ablation size was 2cm.

Manufacturer narrative:
Returned for evaluation was one (1) 14cm probe. As received, the 14cm probe ceramic tip was fractured and detached. The end user cut the cable/tubing away from the probe handle and did not return it for evaluation. The ceramic tip, semi-rigid center conductor, ceramic cylinder and end washer have completely detached. Approximately 3 mm of tip remained on device. This appears to be a thermal event that severed the center conductor, fractured, and detached the ceramic tip. The cause of this type of thermal event could not be definitively determined. The leak near hub handle could not be confirmed as the device could not be pressure tested due to the applicator tubing being cut as received by angiodynamics. The customer's reported complaints of probe leak at the handle was not confirmed during sample evaluation given the condition of the cut tubing, i.e. Could not perform functional test of pump/tubing. The customer's reported complaint description of tip fractured and detached was confirmed. Root cause for the thermal event/tip detachment could not be definitively determined. A review of the device history records was performed for the indicated lots for any deviations related to the reported failure mode of the complaint. The review confirms that the lots met all material, assembly and performance specifications; i.e. No ncr associated with reported failure mode. Labeling review: the instructions for use, item number {16600972-01} which is supplied to the user with the solero applicators contains the following statements: "inspect all devices and packaging for damage prior to use. Do not use any devices that are damaged or if the sterile barrier is breached. "The solero microwave tissue ablation (mta) system and accessories are indicated for the ablation of soft tissue during open procedures. Avoid placing lateral forces on the applicator tip during placement or removal. Always use the lowest power and shortest time necessary to achieve the targeted ablation. Inspect the applicator after each ablation. If the applicator appears damaged, utilize another applicator for subsequent ablations. Warning: when placing the device, use the minimum force necessary and take care not to over advance the applicator. Refer to the shaft depth markings to monitor placement depth. Take care to not bend the tip as it may cause damage to the device. Do not energize the applicator unless the active region of the applicator is fully inserted into target tissue. If the applicator is not properly located into the selected tissue, an unintended thermal injury may occur. After each ablation inspect the applicator for any damage. If any damage is observed the applicator should be discarded and replaced with a new applicator." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).